Event description:
Balloon shaft separated inside patient. Both ends were retrieved. Manufacturer response for balloon, apex (per site reporter): after we return the product they will evaluate the product. They supplied a replacement at no cost.